Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "writer hung an IV antibiotic when ordered by md, and programmed the medication in the pump. However, upon next medication administration instance, writer realized the IV antibiotic was not administered due to secondary clamp remaining closed - user error despite thinking drip was visible at time at medication administration but in dark room. Mrp notified, states no additional dose/medication change required."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn't been effective at mitigating this error." There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "writer hung an IV antibiotic when ordered by md, and programmed the medication in the pump. However, upon next medication administration instance, writer realized the IV antibiotic was not administered due to secondary clamp remaining closed - user error despite thinking drip was visible at time at medication administration but in dark room. Mrp notified, states no additional dose/medication change required."